Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was occldued the following information was received by the initial reporter with the following verbatim. It was reported by customer that during onsite rounding at osu wexner medical infusion centers (outpatient and in-patient) on (B)(6) 2024, nurses (becki and kristin) reported that the as noted above and in the photo of the package insert the bd extension set smallbore tubing 0.2 micron low protein binding filter ref (B)(4) were clogging during infusions.